Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the slap hammer spring would not engage for removal of trials.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection was performed. The inspection confirmed that the end of the spring, which was attached to the pin, had broken off. The fractured part of the instrument has not been returned. The instrument shows signs of wear, such as scratches, dents and tarnish. The part was manufactured in apr 2011 and has been in the field for approximately 7 years and 2,5 months. In addition, the instrument shows signs of repeated use over the long period of time. The most likely cause of the failure is general wear and tear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the slap hammer spring would not engage for removal of trials.

Manufacturer narrative:
(B)(4). The follow up report is being submitted to relay additional information.

Manufacturer narrative:
The follow up report is being submitted to relay additional information.